Event description:
During use of an aortic perfusion cannula the vent plug broke when the m.d. Attempted to remove it. A portion of the vent plug remained in the cannula. The cannula was replaced with no adverse impact to the pt.